Event description:
It was reported that the patient experienced a lack of stimulation sensation when the implantable neurostimulator (ins) was on following an accident. No comfortable level of stimulation was found by increasing stimulation and the patient reported a loss of therapeutic effect. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient had fallen. No abnormal impedances were reported. Imaging (MRI, x-ray, etc.) Was used to determine that the lead had not moved, however it was also noted that the lead or extension had been dislodged or had migrated. A lead replacement was performed. Loss of efficacy was noted for a symptom. The patient did not require hospitalization for the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v272082, implanted: (B)(6) 2009, explanted: na, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).